Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis. Visual examination identified the stent had damage at the mid-section. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. Microscopic examination of the crimped stent found evidence of stent damage at the mid-section with stent struts lifted. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the hypotube shaft identified multiple hypotube kinks in various locations along the length of the hypotube shaft. Microscopic analysis of bumper tip showed no signs of distal tip damage. Dimensional analysis noted that the undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. During unpacking of a 32 x 3.00 promus premier drug-eluting stent, it was noted that the shaft was fractured 40cm from the hub. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1:initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. During unpacking of a 32 x 3.00 promus premier drug-eluting stent, it was noted that the shaft was fractured 40cm from the hub. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.